Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded system software and calibration files. System operates as intended.

Event description:
The customer reported the system displayed a "files corrupted" error on boot up. No pt injury was reported.